Event description:
Unexpected negative were reported on the abs 2000. A patient sample tested as negative for anti-fya and anti-k. Two additional samples were collected and the results were both negative for anti-fya and anti-k. The patient had a history of anti-k and anti-fya. Manual testing results were positive for anti-fya and anti-k.

Manufacturer narrative:
The presence of k and fya antigens was confirmed on retention capture-r ready screen 4 the reagent that was used. The customer samples were tested on an in house abs 2000 and all tested nonreactive. When the samples were tested manually it appeared that this patient's antibodies were below the threshold level of detection. The event appears related to the nature of the samples. Although a transfusion reaction did not occur, the potential for transfusion of incompatible blood exists.